Manufacturer narrative:
Explanted date: (B)(6) 2017. The lens was repositioned on (B)(6) 2017 and the problem was resolved. The patient's post-op uncorrected visual acuity (ucva) was found to be 20/20. (B)(4). Corrected data: the statement "the patient is experiencing refractive surprise" is corrected to "the surgeon noted refractive surprise". The claim number in the initial should be "(B)(4)".

Manufacturer narrative:
Additional data: this product is manufactured in the us. Result: work order search was performed- no similar complaints were reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -5.00/1.00/093 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient is experiencing refractive surprise and the lens remains implanted. According to the reporter the lens is upside down and an exchange is planned for (B)(6) 2017.